Manufacturer narrative:
D9. Device available for evaluation: yes d9. Date returned to mfg: 26-jan-2024 h3. & h6. Investigation codes: updated investigation summary: the affected device was returned for evaluation. A visual inspection was performed. The reservoir gasket was worn, it had a faded line cord, corroded quick connect, and failed electrical test. The reservoir was filled with water, a temp check e5581 was attached, the line cord was plugged in, and the power turned on to perform functional testing. The customer's complaint could not be duplicated or confirmed, and a root cause could not be established. No action was taken due to the demand, condition, and age of the device. It was deemed beyond economical repair and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event and d5:operator of device are unknown; no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the "set is not staying seeded. You have to hold it in place." Patient involvement is unknown.